Event description:
It was reported that during insertion of anchor into the site the anchor broke when the surgeon hit it with the hammer. All broken piece was removed. The site was prepped with 3.8mm tapered awl. No backup was available or reported as required. No patient harm reported.

Manufacturer narrative:
The device was returned for evaluation. The device complaint states that the anchor broke ¿when the surgeon hit with hammer¿. There is a severe bend of the inner distal tip. The implant and tip has attained damage from force and off axis alignment. The recommended prep device was used for soft bone application. The patient was a (B)(6)year old male. Bone condition may have been more dense than expected or the prep hole was shallow. Per the device IFU: ¿the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface.¿ and ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. No root cause related to the manufacturing of this device can be established. No further investigation warranted.